Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the affinity nt oxygenator, there were complications involving high partial pressure of carbon dioxide (pco2) of 62mmhg on a gas sweep flow rate of 5lpm and low partial pressure of oxygen po2 of 92mmhg on a fraction of inspired oxygen of 100%. These issues were related to poor gas transfer. To resolve the gas transfer issues, a second oxygenator was added to the circuit, which successfully addressed the problem. The patient was awake, extubated, and sitting up in a chair less than 12 hours post-operation. The quick identification of the issue and quick resolution of the problem resulted in no harm to the patient. The device was not damaged. Clotting/thrombus/fibrin was not observed in the circuit. The device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood, gas flows) the results as reported below: ¿ 389 ml/min 02 xferc ¿ 254 ml/min co2 xferc ¿ 133 mm/hg delta pblood reason for return was undetermined. Additional information b5. Medtronic received additional information that the first blood gas they checked on cardiopulmonary bypass (cpb) was approximately 15 minutes into the time on cpb. The poor gas transfer was discovered at that time and it began to be treated for quick resolution. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.